Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient does not have the same hearing performance with the concerned device as he does with the contra-lateral device. The child reports there was no accident and the parent's have no observed any swelling or bruises at the implant site. Further medical intervention is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Information concerning possible re-implantation is not available yet.

Event description:
The recipient does not have the same hearing performance with the concerned device as he does with the contra-lateral device. As per the child there has been no accident and the parents have not observed any swelling or bruises at the implant site. Further medical intervention is considered.